Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of 324mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts), the customer was still in the ICU. The cause of the reported issue was unknown. Cts performed a pump system check and verified the pump functioned as intended. Multiple follow up attempts were performed by cts to obtain additional information, however, the customer did not respond.